Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. Lesion characteristics and clinical factors are unknown. A 2.50x24mm promus element stent delivery system was advanced and a stent dislodgement occurred. The procedure was completed with a 2.50x23mm non-bsc device. No patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).